Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd was unable to confirm the customer¿s indicated failure mode because no samples and/or photos were received. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported during use of the bd vacutainer® plastic ppt molecular diagnostics tube there was an issue with the tube¿s additive. The consumer stated ¿the tube had no gel.¿ there was no report of injury or further medical intervention.